Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2.75 x 33 mm xience xpedition device referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat two de novo lesions; one lesion was in the proximal left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The second lesion was in the distal right coronary artery (rca) with moderate calcification and moderate tortuosity. Both lesions were pre-dilated with a series of mini trek balloons to 8 atmospheres (atms). The 2.75 x 33 mm xience xpedition was deployed in the proximal lad to 10 atms. The 2.75 x 23 mm xience xpedition was deployed in the distal rca to 10 atms. After removing the stent delivery systems, angiogram revealed that both stents had distal end dissections. The dissections were treated by implanting an additional stent at each dissection. Results were good. No additional information was provided.